Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. At implant, it was noted that this lead had damage to the electrode end. The lead was not used and another rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual and microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the insulation to be bunched up in several places. It was also noted that the helix was retracted and there was blood/body fluid in the helix housing. X-ray of the lead found the conductor coil to be constricted and bound up from over torque at the distal end of the terminal pin. Blood in the helix mechanism was likely the root cause of helix mechanism difficulty.

Event description:
Additional information was recieved indicating this lead was not used as the helix would not extend or retract after numerous turns of the lead fixation tool. No adverse patient effects were reported.